Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (united kingdom) has experienced ineffective stimulation since her system was implanted. Surgical intervention may take place at a later date. No additional information is available at this time.